Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) device reported symptoms of light-headedness and a heart rate that was lower than the lower rate limit (lrl) was programmed. Review of the device's stored electrogram (egm) revealed noise on both the atrial and ventricular channels. The noise was unable to be reproduced, and the physician suspected electromagnetic interference (emi). During an electrocardiogram (EKG), on may 24th, 2004, ventricular pacing inhibition was observed. The physician was concerned that pacing inhibition had occurred, but was not captured by the device while the patient was symptomatic.